Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Bilateral knee revision.

Manufacturer narrative:
An event regarding revision for unspecified reasons involving an avon patello-femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the DHR for the lot was satisfactory. Complaint history review: there were no other similar reported events for the lot. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
Bilateral knee revision.